Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, when the patient performed a device check on (B)(6) 2017, an arrhythmia episode was found in the device memory where noise oversensing resulted in an inappropriate detection of ventricular fibrillation and charge of the capacitor occurred. A real time test showed noise in both of the atrial and ventricular channels, which was not oversensed. No abnormal value was shown in the ventricular lead impedance or in the coil continuity. With the cause of the noise oversensing unknown, the ventricular sensitivity was reprogrammed from 0.4 mv to 0.8 mv.

Event description:
Reportedly, when the patient performed a device check on (B)(6) 2017, an arrhythmia episode was found in the device memory where noise oversensing resulted in an inappropriate detection of ventricular fibrillation and charge of the capacitor occurred. A real time test showed noise in both of the atrial and ventricular channels, which was not oversensed. No abnormal value was shown in the ventricular lead impedance or in the coil continuity. With the cause of the noise oversensing unknown, the ventricular sensitivity was reprogrammed from 0.4 mv to 0.8 mv.